Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed noise on the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead. Additionally, electromagnetic interference was noted on another episode. No intervention was reported, and the patient will continue to be monitored. The patient condition was stable.